Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, an air pocket was found inside the cassette. The technical service representative (tsr) was helping the home patient (hp) to end therapy when the air was discovered. There was nothing unusual noted with the setup and the hp had followed proper procedures. The hp stated she would disconnect for the day. There was patient involvement, but no patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.